Event description:
Report received from abbott international affiliate (abbott spain) that states: "report of complaint coincident with the use of continuous epidural anaesthesia mini kit with plastic "l.o.r" syringe. The mini kit was going to be placed in a woman in order to start epidural anaesthesia for a cesarean section. The epidural needle was placed without problems. The needle was extracted and the catheter began to be introduced through the catheter adapter. At the moment, the physician began to feel some resistance to introduce the catheter. For this reason the whole device was withdrawn. Another epidural mini kit was used without problems. The physician examined the device extracted, and realized that the distal end of the catheter was different (as cut) from others. Dr. Also compared lengths and realized that it was shorter. Dr. Would like the device to be tested and investigated (the catheter adapter, the needle and the catheter). The pt has not been told about the possibility of having a piece of the catheter inside." No additional information is available.